Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a f-94 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. The f-94 alarm was identified during the event history log review and functional testing. The cause of the condition was determined to be damaged main battery. The device is in the process of being serviced. Should additional relevant information become available, a supplemental report will be submitted.